Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an ortognatica procedure. During the procedure, a drill bit broke during handling. There were no fragments generated from the broken device and procedure was completed using another drill bit of the same size. The procedure was successfully completed with no surgical delay. There was no patient consequence. This report is for a 1.5mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 317.720. Lot: f-19648. Manufacturing site: selzach. Supplier: sphinx ag. Release to warehouse date: 17.mar.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material was used with correct hardness after procedure and documented in coc from supplier. Visual inspection: the picture of the drill bit ø1.5 w/stop l44.5/12 2flute (part # 317.720, lot # f-19648, mfg # 17-mar-2016) was received at us cq showing about half of the distal cutting portion broken off. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant parts were not returned. Document/specification review: the relevant drawing(s) was reviewed; material was used with correct hardness after procedure and documented in coc from supplier. Conclusion: the complaint condition is confirmed as the picture of the drill bit (part # 317.720, lot # f-19648) was received showing about half of the distal cutting portion broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.